Event description:
It was reported to philips that the system's geometry module had a problem, which can impact geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after the system was restarted. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the logfile which showed a can communication error. The fse found that a loose connector on the geometry module was causing the can communication to fail. The fse solved the issue by re-connecting the connector to the geometry module. After this service action, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.